Manufacturer narrative:
Tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to the pump not being charged. The customer¿s blood glucose (bg) level was ¿high¿, however, a specific bg value was not provided. Reportedly, the pump was plugged into a power source to charge and was turned back on. Additional information was not provided.